Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the sensor was impacted. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high downstream occlusion alarms. Functional testing could not duplicate the customer reported issue. The dso seal and sensor were both replaced to resolve the issue. This device passed all functional tests after the repair.

Event description:
It was reported that the pump showed error: downstream occlusion. There was unknown patient involvement. No patient harm/adverse was event reported.